Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The sample underwent these same tests and was found to be within specified limits. A device history review was performed for reported lot 2401127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Forwarding of the report received from the hospital of padua for the syringes plastipak 50ml code 300865 lot 2401127 and code 300869 lot 2401112. They indicate that in these batches, but also in others, it is present inside the material of unknown nature (perhaps lubricant) in large quantities, visible to the naked eye. We inform you that they have a sample of code 300865 available, as soon as we pick it up we will let you know, syringes from the above lot, but also from other lots have material of unknown nature (possibly lubricant) inside in large amounts, visible to the naked eye.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.